Event description:
The customer reported two incidences in which there were elevated white blood cell (wbc) counts in the collected blood products. There was not a transfusion recipient or pt involved at the time of the residual wbc testing, therefore no pt info is reasonably known at the time of the event. Collection 2 date: (B)(6) 2011. Collection 2 date: (B)(6) 2011. The disposable sets are not available for return because the customer discarded them. This report is being filed due to device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.